Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced refractive surprise. The subjective refraction was same as before. The lens was aligned as planned. After the implantation of lens, the patient had the posterior lens capsule removed with a yag laser due to the softening of the posterior capsule. The ligaments appear stable and lens was not tilted. Additional information received that lens was located where it was implanted, in the posterior chamber. Removal of the posterior bag didn't change the position of lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that the lens is not going to be explanted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that iol was not explanted and it won't be explanted in the future. The patient after talking to the doctor accepted the state and did not want to explant the lens.